Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing impedance measurements over the past year. The physician suspected an insulation issue, but this was not confirmed via diagnostic imaging. Because of the patient's poor overall condition, the physician elected to continue with remote monitoring. The rv lead remains implanted and in service. The patient was stable with no adverse consequences.